Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using a gore excluder aaa endoprosthesis with c3 delivery system (rmt231412j/12771482). During the procedure, when the transparent knob was pulled to deploy the proximal portion of the trunk ipsilateral leg, a significant amount of blood leakage was observed from the handle of the. Rmt231412j. Two units of transfusion was conducted. The rest of the devices were implanted without any reported issues. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4). The device evaluation showed the following: blood residue was observed on the catheter, exterior of the spine covers, touhy-borst valve and strain relief. The endoprosthesis is missing which is consistent with the event description that the device had been implanted. The constraining mechanism, deployment knobs and introducer sheath were not returned. The spine covers were removed from the device. Blood was observed inside and outside of the manifold. The manifold was visually examined. No anomalies were noticed. The septum appeared to be intact and the manifold lid did not appear to be misaligned. All glue ports appeared to be filled to the appropriate level. The strain relief was removed and a visual inspection of the nose piece was performed. It appeared that there was no blood channeling through the nose piece glue seal. The touhy-borst valve was pressurized and injected with blue dyed water to determine if the location of the leakage occurred at the valve (the catheter was kinked in order to allow for pressurization). Leakage was not observed. Blue dyed water was also injected though the septum into the manifold area. Leakage was observed coming from the constraining loop hole of the septum. The observed leak is consistent with a deficient seal of the septum at the constraining loop hole and supports the physician's observation of a leaking handle. However a deficient seal of the septum at the constraining loop hole could not be confirmed with the available information. The root cause for blood leaking from the handle is likely due to a deficient seal of the septum at the constraining loop hole. However the root cause for a deficient seal in the septum could not be determined with the currently available information.